Event description:
It was reported that the customer experienced repeated occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. Ultimately, due to ongoing issues clinical support recommended a replacement. The customer will switch to an alternate method of insulin therapy while waiting for the new pump.